Event description:
The reporter stated, the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery due to the lens having not been loaded properly. The lens was removed with no patient injury and another lens was implanted.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.